Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, io needle bending when being inserted. Patient was in cardiac arrest, when the io could not be placed. Patient did not survive. No other information was provided.

Manufacturer narrative:
H11: the initial complaint reported a patient's death was caused by the reported device issue. Upon receiving additional information about the event, it was determined that the reported device issue did not cause the patient's death.